Manufacturer narrative:
This report is filed, february 12, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient developed a mild hypertrophic area around the abutment post implantation. On (B)(6) 2015 the patient was prescribed topical antibiotics. On (B)(6) 2015 the hypertrophic scar was overgrowing the implant, skin was excised and a healing cap was placed. The patient was seen for follow up on (B)(6) 2016 and again prescribed topical antibiotics to treat the site. Subsequently on (B)(6) 2015 it was reported that the patient experienced a loss of osseointegration.